Event description:
The customer alleges that the connector was broken. The alleged issue was detected after set-up.

Manufacturer narrative:
(B)(4). Patient identifier - it is unknown if there was direct patient involvement when the alleged issue was detected. The investigation is incomplete at the time of this report.